Event description:
Per the legal claim pt suffered from an eye infection, eye pain and infectious keratitis resulting in corneal damage requiring a corneal transplant. Pt alleges permanent injuries. No additional info or medical records available supporting the claim.